Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was report during a stenting treatment procedure, a shaft break occurred. Access was obtained via the radial artery. The 90% stenosed, 15-20mmx3.5mm, de novo and eccentric target lesion was located in the non-calcified and severely tortuous target lesion in the middle segment of the anterior descending. A 6fr non-bsc guide catheter engaged the target lesion. Next, two choice extra support guide wires were advanced. A 3.5x20mm promus element stent delivery system (sds) was advanced but could not cross the lesion and the shaft broke into two pieces. The patient will be brought back to treat the lesion. No patient complications were reported and the patient's status is stable. This product is only (B)(4) approved but it is similar to an approved us device.